Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse aligned the diode aiming beam (dab) to center the field of view (fov) of the microscope. The laser console passed full functional and electrical safety testing. Based on the analysis results, the reported arm misalignment was confirmed as realigning dab to center with fov of microscope resolved the issue. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the arm of an ultrapulse duo needs alignment. The beam is off and has light brightness issue. There was no patient involvement.